Manufacturer narrative:
Report source: manager perioperative supply chain & revenue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, there was failure to fully inflate the balloon on both device resulting only in partial inflation.